Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2017, clinical status assessment indicated that the patient's qualifying condition as stable angina and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 95% stenosis and was 12mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.50x16 synergy ii everolimus-eluting platinum chromium coronary stent system. Following post-dilatation residual stenosis was 0%. Five days post procedure, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). In (B)(6) 2017, active gastrointestinal bleeding and cardiac arrest were reported. In (B)(6) 2017, an event of "death" was reported and cause was unknown.